Event description:
The customer reported a possible back check valve failure. A secondary infusion of vancomycin 1.75 gm/500 ml was hung at approximately 0100 and set to infuse at 250 ml/hr. By 0130 when the nurse went to check on the pt, the vancomycin bag was empty. There was no solution noticed on the flooring. The nurse said the primary bag looked "fuller" so the customer questions if the vancomycin backed up into the primary bag. There was no pt harm and no medical intervention was required. Customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.